Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient reported she was no longer able to communicate with her ipg using either the programmer or charging system. The patient stated the last time she used her scs system was approx a month ago and everything worked fine. A new charger was sent to the patient which did not resolve the issue. Follow-up pending.